Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the implant was decentered and no increased photic phenomenon. The patient experienced intermediate and near vision was mildly affected, left eye could read better than his right eye. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported decentration could not be determined. The complaint was opened from a presentation: company lens the real life experience. The presentation presented a hyperopic patient whose right company lens implant decentered by ~ 1 mm but there was no increased photic phenomenon. Right distance vision was not affected, though the intermediate and near vision was mildly affected compared to the left eye. Information in the presentation indicated that subjectively, the patient claimed the left eye could read better than the right eye. Distance vision was similar in both eyes. The presentation stated: the known stability of the company lens platform was supported by the two company lens trials, where only two of the ~500 implanted eyes demonstrated >0.5 mm of decentration. For low amounts of decentration (<1mm), the visual outcomes of company lens will not be significantly affected. Company lens is a more forgiving lens in terms of decentration. No further information can be obtained. Case was from a presentation given in hong kong by a doctor who used company lens in singapore. The manufacturer internal reference number is: (B)(4).